Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A customer resolved issue when field service engineer (fse) arrived on site. The system functioned as intended after customer resolved the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 4 on unit 3b2 repeatedly opened with continuous clicking, failed to recover and displayed a maintenance required message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.